Event description:
It was reported that the programmer made a very loud noise upon being turned on and was unable to interrogate. It was further reported that the radiofrequency programmer head was not changed out or tested. The programmer and the programmer head were returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm that there was any issue with the programmer head, the cable was moved and the head had consistent interrogation of a device. It passed all functional and systems tests and no other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.